Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 04nov2019. Date of report: 11nov2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The device was being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.